Event description:
The manufacturer received information alleging a ventilator's oxygen inlet was damaged. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen inlet was damaged. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customers complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.